Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open hemorroidectomy, while stapling, the staples remained open and did not staple the tissue. Patient status and outcome was unknown.